Event description:
The customer reported that the display jumps when charging the therapy knob. The display is blurry when monitoring ECG. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that the display jumps when charging the therapy knob. The display is blurry when monitoring ECG. There was no reported pt involvement. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.